Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient experienced discomfort and was brought into an in-clinic follow-up. During the follow-up, increased pacing and defibrillation impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was due to a damaged rv lead. A revision procedure was performed. The rv lead damage was confirmed visually during the revision procedure. The rv lead was capped and replaced to resolve the event. The patient is stable.

Event description:
Additional report needed to include that there is suspected insulation damage.